Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The medwatch form stated that the patient experienced blood leaking between the apical cuff and the pump. The o-ring reportedly was not sealing for unknown reasons. The bleeding reportedly was copious, and the patient had to return to the or for cardio pulmonary bypass. Multiple requests for additional information, including identifying patient information and pump serial number, were issued to the customer; however, no further information was provided. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the lv. In addition, the apical cuff update addendum explains the changes to the original implantation procedures and techniques for the updated apical cuff, as well as additional cautions related to the updated apical cuff. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of bleeding from the apical cuff site could not be confirmed through this evaluation and a specific cause for the reported event could not be determined through this evaluation. It was reported that the patient experienced blood leaking between the apical cuff and the pump. The ring reportedly was not sealing for unknown reasons. The bleeding reportedly was copious, and the patient had to return to the operating room (or) for cardiopulmonary bypass. Multiple attempts were made to obtain additional information regarding the reported events as well as the pump's serial number; however, no further information was provided by the account. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5 ¿surgical procedures¿ (under ¿inserting the pump in the ventricle¿) states use a sterile surgical tool to unlatch the slide lock. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information were not provided on the received medwatch report, mw5089362. No attempts to request this information could be made because the necessary information to make these attempts was not on the received report. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device was leaking between the metal fitting of the sewing ring and blood pump. This was the metal-to-metal fitting that is sealed with a silicon ring, and it was not sealing for an unknown reason. The patient was bleeding copiously and was returned to cardiopulmonary bypass.